Event description:
Provider states that the shower chair is cracked on the seat and the water is not running through the seat but instead getting stuck in the seat. No additional information provided.